Event description:
(B)(4). Same case as MDR ID#s: 2134265-2012-07073, 2134265-2012-07075. It was reported that following a coronary artery stenting treatment procedure, the patient experienced a myocardial infarction (mi). In (B)(6) 2011, the patient presented due to stable angina (ccs classification 3) and was referred for cardiac catheterization. The 1st target lesion was located in the 2nd obtuse marginal branch (om2) with 90% stenosis and was 2mm long with a reference vessel diameter of 10mm. The physician treated the lesion with pre-dilation and placement of two overlapping taxus element stents of size 2.25x16mm and 2.25x20mm, with 0% residual stenosis following post-dilation. The 2nd target lesion was a bifurcated lesion located in the left main coronary artery (lmca) with 80% stenosis and was 3mm long with a reference vessel diameter of 10mm. The physician treated the lesion with pre-dilation and placement of a 2.5x20mm taxus element stent, with 0% residual stenosis following post-dilation. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2012, the patient had elevated troponin value and a non-q wave myocardial infarction was reported. The patient experienced ischemic symptoms. No other action was taken to treat this event. The patient was discharged.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).